Event description:
It was reported that a user experienced hyperglycemia after remaining disconnected from the device for most of the day under the belief that the device should be disconnected when the cgm was not connected; the user reported a ¿high¿ glucose reading, had eaten dinner, and self-administered a corrective insulin dose about five minutes before contacting support. Symptoms included lightheadedness and stress that improved by the end of the call. Outcomes included no hospitalization or professional medical intervention and a reduction in glucose to 380 mg/dl by the end of the call. Investigation included troubleshooting and user education regarding continued basal delivery, meal announcement functionality without cgm, and how to manually enter glucose in bg run mode. Investigation of this case revealed user misunderstanding of device operation when the cgm is disconnected. It was concluded that the event was hyperglycemia with unclear cause and that the device functionality was explained, with guidance provided not to reconnect for at least two hours after the corrective dose and to reconnect in the morning for rest. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.